Manufacturer narrative:
(B)(4). The lot history records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the tissue pad detached from the ultrasonic energy device. There was no harm to the patient. It did not fall into the cavity. Another one was used to continue the procedure.